Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician noted a pocket erosion. A revision procedure was performed to reposition the device and the patient was in stable condition.